Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) litigation received. Litigation alleges elevated metal ion levels resulting to pain, suffering disability and emotional distress. Doi: (B)(6) 2010; dor: (B)(6) 2017; unknown hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.